Manufacturer narrative:
The manufacturer did not receive devices, x-rays, nor other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, a follow up report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. The date of the implantation surgery was not reported. The pt is currently being monitored for reasons unknown.